Event description:
The facility reported a colleague infusion pump that delivered an overinfusion of heparin. The reported condition occurred during delivery of patient therapy in the critical care unit. The expected rate of heparin to be infused was 1000 units per hour. However, the pump infused 10000 units per hour. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which overinfused was confirmed and duplicated during product evaluation. This condition was caused by misprogramming of the pump by the facility. Therefore, no repair was done for the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.